Event description:
The manufacturer received information alleging a ventilator shows error. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced to address the issue.